Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a keypad anomaly issue on the insulin pump. Customer's blood glucose was 21 mmol/l. Customer stated that the keypad was unresponsive. Customer stated that the pump was attached to their wet swimming suit. Customer was on holiday in croatia. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was asked to return the pump.